Event description:
A male patient with gastritis and a history of a distal aortic arch aneurysm, underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair; although part of the right femoral artery was stenosed and the vessel was a bit narrow as an access vessel. The suprarenal stent was deployed before cannulation from the contralateral limb. After the devices were placed and the suture site was sutured, blood flow to the lower extremity of both sides was checked. It was then noticed that blood didn't flow to the lower right extremity. A thrombus was removed to ensure blood flow to the right lower extremity by cutting open the right femoral artery. The patient as of the same day, has shown full recovery.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. As noted in the event description, the top stent was deployed prior to cannulation of the contralateral limb. This is not consistent with the deployment procedure in the IFU as the recommended sequence is to get the iliac wire guide placed in the main body through the open end of the contralateral limb prior to advancing the top cap off the suprarenal stent. However, there is no evidence at this time to suggest this was the cause of the thrombus in the stent graft. However, we have notified the appropriate individuals and we will continue to monitor for similar events.